Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" upon powering up was confirmed during archive data review and functional testing. The root cause of the system error was the processor board (pca) failure, likely due to failed component(s). Additionally, the customer reported that the UDI label of the autopulse platform was missing. Upon visual inspection, it was determined that the UDI label ink had faded, smeared, and worn off due to usage and user handling. The UDI label was replaced to address this problem, and no other physical damage was found during the visual inspection. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Technical investigation revealed that the cause of the system error was the processor board failure, which was replaced to remedy the fault. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. The customer powered off/on the platform and replaced the battery twice to troubleshoot the issue, but the system error persisted. The customer also reported that the UDI label of the platform, where the device's serial number is printed, is missing. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.